Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The patient's wife reported via phone call that her husband fell out of a boat while fishing and the insulin pump got wet. The device alarmed button error and had a blank display anomaly. The patient's blood glucose at the time of incident was 117 mg/dl. The issues were unable to be resolved during troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm or moisture damage was found on the electronic assembly or motor noted. Pump passed functional tests. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm or blank display noted. The insulin pump had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.